Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 234 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because they believes that he's not getting enough insulin and his body won't absorb the insulin from the pump and the they needs to do manual injection because his body does not absorb the insulin he deliver when he bolus. Customer also receive insulin flow block alarm and a critical pump error arm. Customer stated that self-test was passed. The device will not be returned for analysis.